Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the stockert s5 system was getting inconsistent cardioplegia delivery volumes during an in-service at the facility by a sorin clinical specialist. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 system was getting inconsistent cardioplegia delivery volumes during an in-service at the facility. The sorin representative was able to resolve the issue by flashing the s5 system. No further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the stockert s5 system was getting inconsistent cardioplegia delivery volumes during an in-service at the facility by a sorin clinical specialist. There was no pt involvement.